Manufacturer narrative:
The reported event of high pacing lead impedance was not confirmed. As received, a complete lead was returned in one piece. Lead impedance test could not be performed due to as received condition of the lead. Electrical tests and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead found that the connector pin and crimp sleeve were pulled out of the connector assembly along with the inner coil due to excessive forces during the procedure.

Event description:
During an initial implant procedure, an increase in pacing impedance was observed on the right ventricular (rv) lead. A new rv lead was successfully implanted to resolve event. The patient was stable.